Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump and using the same cartridge and infusion set for over 3 days. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.